Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn sutures. The client reported that the thread is not absorbed in different patients causing the wounds were opened after hip or knee prothesis surgeries and in hallux valgus surgery. The client also informs of the two novosyn products used but does not know exactly which of the two is causing the problem or the number of patients involved. Moreover, the suture is rejected in two cases. In regards to hip or knee prothesis surgeries, patients were operated about three weeks ago and they cannot do rehabilitation because they have open wound. As for hallux valgus surgery, two patients who were operated 4 or 5 months ago, they still have problems with the wound. The medwatch submissions for each product are: 3003639970-2021-00272, (B)(4). Additional information has not been provided.

Event description:
Additional information received: the surgeon reported that did not blame the suture for what happened but that there could be multiple factors involved in the results.

Manufacturer narrative:
B5: additional data received and added in this point. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 45 unopened samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.36 kgf in average and 5.11 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). Furthermore, degradation test (14 days in a 0.9% nacl solution at 37ºc) has been conducted with the closed samples received and the results fulfill b. Braun surgical (bbs) requirements 2.07 kgf in minimum: 3.13 kgf in minimum and 3.77 kgf in average. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. This issue could occur by multiple reasons, one of which may be that the area is poorly vascularised and therefore absorption is delayed, causing the novosyn suture to generate a foreign body reaction, infection or pseudoinfection that may end in extrusion of the suture. On the other hand, in novosyn thick thread sizes, the amount of suture could be more than necessary and if in addition to being a poorly irrigated area, the foreign body reaction is more pronounced, producing a similar issue. As stated in the instructions for use of the product: mode of action: suture materials are used primarily for adaptation of the wound edges to render possible an undisturbed wound healing. During the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused. Precautionary measures: skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.